Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026 due to device migration and the patient was reimplanted with another cochlear device during the same surgery. The device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2025, in order to undergo skin revision surgery.

Event description:
Per the clinic, the patient experienced poor magnet retention due to thick skin flap. Subsequently, the patient underwent a revision surgery on (B)(6) 2025, to undergo skin flap thinning. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.